Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was reported that the upper case was dented, broken and contaminated, that the lower case, bail covers and ring cover were broken and contaminated, the battery release and lead flex cover were contaminated, the battery contacts were compressed and the battery drawer was broken. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.